Event description:
The customer stated they were infusing a 250ml bag of heparin and the pump stopped after 70ml was infused. The pump was unresponsive and had an error code with a red flashing led light. The pump was powered down by removing the battery. This was the only way to remove the tubing and bag from the pump.

Manufacturer narrative:
Investigation results: the reported complaint was confirmed per the log report but the event could not be duplicated. Note: log shows se 75 and 123: tested pump 96 hours with active wireless duplicating customer rate of 13ml/hr resulting in no se 75 or 123 3x volumetrics of 120ml/hr and 10ml tested in spec at 10.1ml, 10.1ml and 10.0ml.